Manufacturer narrative:
Video analysis: the customer returned a video clip. The video shows a chocolate balloon being inflated outside the body. There appears to be a leak towards the distal end of the balloon. Attached is a still image from the video which shows the leak. Product analysis: the device was returned. The device was returned with the balloon in a post-inflated state. The device was flushed and an attempt was made to inflate the balloon. A pinhole leak was discovered approximately 25mm from the distal markerband. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a chocolate pta balloon with a 6fr non-medtronic sheath and a 0.018 non-medtronic guidewire during treatment of a 150mm fibrous calcified lesion in the patient¿s right proximal superficial femoral artery (sfa). No vessel tortuosity and moderate vessel calcification are reported. Lesion exhibited 80% stenosis. Artery diameter reported as 5.4mm. Embolic protection was not used. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. IFU was followed and the device was prepped without issue. A non-medtronic inflation device was used for balloon inflation. Contrast medium and normal saline inflation fluid was used. The device was not passed through a previously deployed stent. No resistance was noted during advancement of the device. A pin hole balloon leak is reported during balloon inflation at 6atm. The first time the balloon was inflated to half of its nominal value, no problems were found in pressure shaping. After 30 seconds, the nominal pressure was reached, and it was found that the balloon could not be expanded. Balloon was safely removed for the patient, expanded in vitro, and found that there was an air leak. A replacement chocolate pta balloon was used to complete procedure successfully. No patient injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.